Event description:
It was reported that on (B)(6) 2026, a 9f amplatzer trevisio delivery system was chosen for a procedure. During the procedure, it was noted that the delivery system was noted leaking water. The procedure was completed using a new 9f amplatzer trevisio delivery system was chosen for a procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.